Manufacturer narrative:
The microsensor was returned for evaluation. Review of the history device records was not possible as the lot number was not found in our system. Failure analysis- the device was visually inspected. Device passed testing for ac, leakage and drift test. The catheter passed all testing performed. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to unstable sensor performance or incorrect selection of semiconductor components.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2019, a lego icp probe item no. 826850, had issues with sensors not reading correctly and apparently giving negative readings. Upon placement into parenchyma sensor #2 began reading -22 and alarmed with cable error. At this stage, registrar called account manager (am) and explained the above event and mentioned that the wave form was very flat and unusual. Upon questioning over phone, am was able to ascertain that these two microsensor had been zero¿d with the tip plunged into a gally pot of sterile fluid. Am asked registrar to open a 3rd cerelink microsensor and zero this with the tip placed horizontally under a few mls of sterile fluid which she did and received the zero successful on screen. The microsensor was placed into the parenchyma and was stated to be reading at 11 mmhg by registrar. Am attended hospital within 3h and tested the 2 explanted sensors and received negative readings and an alarm cable message. Am plugged in a new cerelink microsensor into the same cerelink monitor, which zero¿d ok and gave a positive reading when pressure was placed on the transducer tip.